Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. All other information requested is unknown. Were there any patient consequences? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No device available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent vaginal delivery on (B)(6) 2023 and suture was used. The patient was admitted to the hospital for delivery due to premature rupture of membranes. On the second day of admission, oxytocin was administered for induction of labor, with a 17:12 analgesic side incision for delivery. Postpartum examination revealed cervical laceration, and suture was administered. During the suture process, the suture broke. Changed another one to complete the surgery. Additional information has been requested.